Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose. The customer states they got high blood glucose levels after changing the set. The customer states their blood glucose level at the time of incident was 300mg/dl. The customer's current blood glucose level is 268mg/dl. The customer states the cause of the hospitalization was a mild diabetic ketoacidosis. Troubleshooting for the high levels was conducted. The device passed the testing, and the customer was advised to follow up with their healthcare provider over the unexplained high blood glucose.